Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly into the jaws of the device. At this time, it was observed that the next clip was out of position in the channel. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the lubrication on the ratchets were not applied properly and that there was hardly any lubrication present on the ratchets. The mis-application and lack of lubrication on the ratchet caused there to be an excess amount of force on the ratchet ears and trigger whenever the trigger was engaged. This resulted in the ratchet ears breaking. It was also found that the clips were out of position and stacking on one another. The mis-application of the lubrication on the ratchet caused the ratchet eats to break. The broken ratchet then caused the clips to become out of position and prevented the clips from properly loading. The device was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The lubrication not being applied properly is related to the manufacturing process. A non-conformance has been opened to further investigate this issue. The reported complaint of "failure to function" was confirmed based upon the sample received. One device was received. Upon functional inspection, the first clip was unable to load properly. When the sample was disassembled, it was found that the lubrication on the ratchets were not applied properly. It was also found that the clips were out of position and stacking on one another. The mis-application and lack of lubrication caused there to be an excess amount of force on the ratchet ears and trigger whenever the trigger was engaged. This resulted in the ratchet ears breaking which caused the clips to become out of position and prevented the clips from properly loading. The lubrication not being applied properly is an issue related to the manufacturing process. A non-conformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the mis-application of the lubrication from recurring. The received sample was manufactured prior to the corrective actions being put in place. Other remarks:

Event description:
It was reported that during biliary pancreatic surgery the clip stuck and loosened after 3 clips were fired and the clip could not be closed properly. The clip in the applier was bent and could not fix in the jaw.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73g1800089 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during biliary pancreatic surgery the clip stuck and loosened after 3 clips were fired and the clip could not be closed properly. The clip in the applier was bent and could not fix in the jaw.